Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the cartridge was in use for 3 days with humalog insulin. Tandem's technical support educated the customer on insulin/cartridge labeling. The alarm was cleared and insulin delivery was resumed. Blood glucose was 218 mg/dl.